Event description:
Doctor reported that the lucia 602 iol tilted during a yamane iol exchange. There are plans for explantation of the lens.

Manufacturer narrative:
There was no damage reported to have been noticed during the inspection prior to use and preparation, which suggests a product deficiency, did not contribute to the reported difficulties. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Additionally, the customer used an alcon monarch injector to inject the lens. Our devices are intended to be utilized with zeiss specific accessory support devices. Thus, the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have cause or contributed to the reported issue are, but is not limited to: lens placement technique. Loading strategy. Accessory device support . Poor handling during folding and inserting.